Manufacturer narrative:
No product was returned for evaluation. Review of the device history records was also not possible as the item numbers and/or lot numbers were not provided. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional information be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed. Zimmer complaint (B) (4).

Event description:
It is reported that original surgery was performed on (B) (6) 2007. Patient returned to surgeon office in (B) (6) 2009 complaining of increasing pain. Surgeon scheduled patient for exploratory surgery on (B) (6) 2009. Surgeon found right l3 screw was loose in pedicle. Dynesys cord sheared in half between right l3-l4. Right s1 screw loose and had migrated out of the pedicle. Surgeon removed all hardware from patient's right side. Surgeon left all the existing hardware in on the patient's left side.